Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforated (l)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower, feeling abnormal, memory impairment and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, memory impairment, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforated (l)') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 646510, 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and fatigue ("fatigue"). The patient was treated with surgery (thermachoice ablation and bilateral salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain lower, feeling abnormal, memory impairment and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, memory impairment, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 8 coils on the right side. There were 2 coils in the left side. Most recent follow-up information incorporated above includes: on 22-oct-2020: medical record received lot number was added. Therma choice ablation surgery information was added reporter information ,medical history and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforated (l)') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure (batch no. 646510, 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and fatigue ("fatigue"). The patient was treated with surgery (thermachoice ablation and bilateral salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain lower, feeling abnormal, memory impairment and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, memory impairment, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 8 coils on the right side. There were 2 coils in the left side. Lot number: 20210352 manufacture date: 2009-09 expiration date: 2012-09. Lot number: 646510 manufacture date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforated (l)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower, feeling abnormal, memory impairment and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, memory impairment, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.